Event description:
It was reported that during a hepatectomy, the device locked out. Changed to a new one, but it happened again. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/05/2007. Exp date=02/2012 (device b): 2007 evaluation summary: the analysis results found that when attempting to activate device a on a gen04, it gave an error code 5. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close/not allowing the device to rotate. In addition, the damage to the rotation knob, affected the interface between the hand piece and the device. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. Device b was received with the blade discolored (burnt) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area). This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument". We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.